Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per previous discussion with the customer, it is their policy not to provide patient demographics.

Event description:
It was reported that while levophed was infusing at 30mcg/min and propofol at 70 mcg/kg/min, the device produced a loud alarm about one or twice. This prompted the nurse to check on what the issue was. It was noted that "battery discharged" was seen on display screen and then device powered off. The nurse attempted to turn the device back on but had no time to troubleshoot as the patient became hemodynamically unstable and the priority was to reestablish the infusions and maintaining hemodynamics by administration of medication through intravenous push until levophed was restarted using a new pump. The device was in battery mode and was not plugged-in to wall power source at the time of the event. Furthermore, it was noted that the device did not alarm "low battery" prior to "battery discharged" alarm. The event occurred in intensive care unit (ICU).

Event description:
It was reported that while levophed was infusing at 30mcg/min and propofol at 70 mcg/kg/min, the device produced a loud alarm. Upon checking the alarm, it was noted that "battery discharged" was seen on the display screen and the device subsequently powered off. The nurse attempted to turn the device back on but had no time to troubleshoot as the patient became hemodynamically unstable and the priority was to reestablish the infusions while maintaining hemodynamics. The medication was administered via intravenous push (ivp) until the levophed was restarted using a new pump. The device was in battery mode and was not plugged-in to wall power source at the time of the event. Furthermore, it was noted that the device did not alarm "low battery" prior to "battery discharged" alarm. The event occurred in intensive care unit (ICU).

Manufacturer narrative:
Additional information: a.4, d.10, d.11. The customer¿s reported complaint of the pcu alarming ¿battery discharge¿ without warning when infusing levophed and propofol was confirmed. A log analysis confirmed that the customer¿s pcu alarmed for an lb3 (discharged battery) on (B)(6) 2020 at 6:12 pm while on dc power. Results of the incident inadvertently caused three active infusions to pause on the system. The expected lb1 (low battery) and lb2 (very low battery) alarms were not produced prior to the lb3 alarm. During the investigation, a review of the battery log showed no evidence of the battery being conditioned. Customer¿s feedback confirmed the battery had not been conditioned prior to the reported event and the pcu battery was the original part of the system. The pump module infusion was being used for treatment. The root cause of the customer¿s experience with the system alarming ¿battery discharge¿ without warning was attributed to a faulty battery consisting of a lower than acceptable battery capacity. It is suspected that the lack of proper battery care may have resulted in a reduction of battery capacity inadvertently exhibiting a drop in voltage earlier than expected. Bd recommends that the pcu battery is replaced at a minimum of every 2 years.